Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. The companion external battery will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion external battery leds were working intermittently and the discharge time was outside the testing acceptance criteria.

Manufacturer narrative:
The reported issue was reproduced during investigation testing as the battery charge indicator leds did not begin lighting consistently once the corresponding button was pushed, indicating a damaged connection between the leds and the button itself. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.